Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The armada 14 device referenced was filed under a separate medwatch manufacturer report number.

Event description:
It was reported that during the procedure to treat a heavily calcified mid posterior tibial, after advancing the armada 14 and inflating the balloon two times, the ht command wire was unable to be removed from the armada 14. Both the ht command and armada 14 were removed as a single unit and replaced with identical devices to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning; however the device was not returned. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.